Event description:
It was reported that the device was fractured. The 75% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the tip of the device was fractured and was simply pulled out from the patient's body. It was confirmed that there were no device fragments left inside the patient. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a kink in the shaft located 12mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the device was fractured. The 75% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the tip of the device was fractured and was simply pulled out from the patient's body. It was confirmed that there were no device fragments left inside the patient. The procedure was completed with another of the same device. No complications reported and the patient was stable.